Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Reporter: the customer's address is unknown:  (B)(6), USA has been used as a default.  Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that two unspecified bd needle device experienced needle that was loose/pulled out of hub and the needle hub had a hole/crack/damage noted prior to use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Called employee at distributor who specified that the patient is a direct consumer and we should follow-up with her for more information. She stated that the needle was "off-track" and "not centered" so it lost suction. It happened twice, date was not specified. Product info not provided.